Event description:
Angiography of coronaries performed. During advancing of balloon catheter, it developed slight kink and broke inside guide catheter. The proximal end of shaft was removed. Distal end of shaft was retrieved using amplatz gooseneck snare. The pt experienced no adverse events.